Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a device change out procedure this right atrial (ra) lead was stuck in the header of the device. When attempting to pull the lead out of the header port the terminal pin separated from the terminal ring and remainder of the lead. Additional pull force was applied and successfully removed the lead from the header port. The lead was inspected and tested with a pacing system analyzer and the new device which returned acceptable results. The physician elected to continue to use the lead as is. No adverse patient effects were reported and the lead remains in service.